Event description:
Additional information was received information received 02august2019: the patient did not have tortuosity or calcification additional information was received information received 07august2019: the dilator was reintroduced. The kinks in the sheath were noticed by an angiogram. The physician was unsure of the cause of the kinking. The sheath was introduced into the common femoral artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the update h3 and to provide the completed investigation results. One 6fr ik sheath was returned for product evaluation. No other accessories were returned. Visual inspection revealed that there were two kinks observed in the middle of the sheath. No anomalies were noted with the sheath tip. Based on the provided information and investigation results, there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the lateral off-center force during insertion into the artery lead to the reported event. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the device was introduced for a diagnostic coronary angiogram with minimal resistance. The sheath was repositioned when it was noticed that it had kinked in two places. The case continued uninterrupted once a wire and catheter were placed through the sheath, resolving the kink. The procedure was completed successfully.